Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full-height cubie drawer 6 had failed and was not detected on the communication bus at the station. A field service engineer reseated the connections to the boards located behind the drawer, but this did not yield any improvement. Then, the engineer replaced both the module and the drawer boards to resolve the issue. A field service engineer also confirmed that there was a delay in dispensing medication to the patient due to the drawer was inoperative. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, nucmed main drawer 6 failed and required maintenance. There were no adverse events or injuries reported based on this event.